Manufacturer narrative:
The customer¿s report of a spike issue while attempting to unspike the set from an infusion bag was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The drip chamber closure-piercing device (a.k.a. Drip chamber bag spike) was still inserted/spiked to the tubing segment that is the spike site tubing port of the infusion bag. The other end of the tubing had pieces of torn plastic attached where it had been bonded to the infusion bag. The port area of the infusion bag where the spike site tubing had been attached was similarly torn where the spike site tubing had been forcibly separated. There was dried residual amber colored medication within and around the tubing ports and in the proximal portion of the set and drip chamber. Functional testing was performed and the liquid was observed flowing through the tubing and exiting through the distal male luer with no issues. Dimensional testing was performed on the spike using lab calipers and were measured to be within parameters. The root cause was not identified.

Event description:
The customer reported that when the rn removed the spike from the secondary bag of cefepime 1,250 mg/62.5 ml d5, the spike separated from the tubing while connected to the patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the rn unspike the secondary bag of cefepime the spike separated from the tubing while on a patient. There was no patient harm.